Event description:
Follow up information reported that there were no adverse effects to the patient from the event. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the physician was unable to tighten the set screw onto the lead during the implantation surgery. A new implantable neurostimulator (ins) was used and the procedure was completed. No patient outcome was stated. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4). Evaluation - result: torque wrench analysis of ins model 3058, serial # (B)(4), showed that the set screw on the connector block was backed out too far during surgery. Small chips of tecothane material were cut free by the set screw. Analysis was able to tighten the set screw down onto a known good lead, and good stable output was seen across the electrodes. Analysis of torque wrench model unk lot# unk showed no anomalies.